Manufacturer narrative:
The product was discarded by the customer and was not returned for investigation. The customer stated that the event was not caused by failure of bwi equipment and it was determined that the causality was procedure related.

Event description:
It was reported that a left bundle branch block occurred during an ischaemic vt procedure. Patient had low blood pressure and low heart rate throughout the procedure. Chest compressions and CPR were performed on the patient. The patient was placed on an intracardiac balloon pump and was transmitted to the cardiac critical care unit. The physician stated that there was no equipment or catheter malfunction that contributed to the event. The prognosis of the patient is satisfactory. As of 2009, the patient is off the ventilator and is ambulatory to be able to move to a chair.